Manufacturer narrative:
Results of investigation: the suspect front panel assembly was returned to the carefusion failure analysis lab for evaluation. The results of the investigation confirmed fluid ingress on the touch screen. The front panel was installed onto a known good unit where the issue of the unit not responding to touch was unable to be reproduced, however fluid ingress can cause an intermittent failure. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the screen is delaminated on bottom right of the screen and it non-responsive to touch. The customer has reported that this was found during testing and there was no patient involvement.